Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The available information indicates condensation in the patient circuit caused the tidal volume to decrease. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's event log was reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the incident was the result of water in the patient circuit.